Manufacturer narrative:
Device history record review was unable to be completed as no lot number was available for evaluation. The sample was not returned for investigation; therefore, an evaluation of the complaint device for deficiency of construction could not be performed and the root cause remains unknown. We will continue to monitor trends for this product.

Event description:
Consumer reported that a cardinal health hot pack that she received leaked on her during her attempt to use product. There has been no injury reported. No further information, clinical data, or patient demographics were provided when requested.